Event description:
It was reported that during a da vinci si low anterior resection procedure, the suction irrigator instrument came apart inside of the patient and pieces from the instrument fell into the patient. The broken instrument pieces were reported to have been retrieved. The planned surgical procedure was completed and no patient harm was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. On (B)(6) 2013, intuitive surgical, inc. (Isi) contacted the site's da vinci coordinator to obtain additional information regarding the reported event. According to the da vinci coordinator, she was not present during the surgical procedure. The da vinci coordinator indicated that an x-ray was performed on the patient, and the radiologist's findings found that the x-ray was clear. She was unable to verify how the fragments were retrieved from the patient. On (B)(6) 2013, isi contacted the isi clinical sales repetitive for the hospital. The csr indicated that she was told by the site that the broken instrument fragments were retrieved and that she believes that they were retrieved laparoscopically. The csr contacted the surgeon to obtain additional information regarding the reported event; however, as of the date of this report no additional information has been provided. A follow-up MDR will be submitted this report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.